Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and was received already cut in half, most likely to make the explant possible. Visual inspection using a microscope at 12x magnification showed the lens was identified as tecnis toric acrylic 1-piece intraocular lens. Due to the condition of the returned lens, further analysis was not possible. The reported complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There was one deviation associated with the production order but the deviation did not impact product quality. There were no other non-conformances generated during the manufacturing process. The complaint related test is the dimensional inspection performed at lens generation. The results show all dimensions are within specification. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu provides warnings for physicians considering lens implantation, should weigh the potential risk/benefit before implanting a lens in a patient with one or more of these conditions. In relation to tears during surgery, precautions are listed: capsulotomy by any technique other than a circular tear; the presence of radial tears known or suspected at the time of surgery; situations in which the integrity of the circular tear cannot be confirmed by direct visualization; situations where the need for a large capsulotomy can be anticipated (e.g., diabetics, retinal detachment in the fellow eye, peripheral retinal pathology, etc.), or capsular rupture. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional codes are reported as they were inadvertently not included in MDR follow up #1. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Age/date of birth: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure. The patient had a posterior capsule tear causing the toric lens to de-center. Patient needed the toric lens removed because lens would not work if it could not stay in place. Posterior capsule tear was not a result of the implantation of the lens. A vitrectomy was performed because of the posterior capsule tear present before the lens was implanted. The lens was replaced with a non amo lens. No further information was provided.